Manufacturer narrative:
Initially it was reported that buttress/compression nut (03.037.016) was a concomitant part. It was determined this part was not concomitant and assessed on its own and deemed non-reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: 04.038.295s / 9940658, manufacture date: 03-dec-2015 expiration date: 01-nov-2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blades was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for intertrochanteric femoral fracture to apply tfna (tfn advanced proximal femoral nailing systems) , the reported tfn-a helical blade was inserted unexpectedly deeper than planned position (the size of the inserted blade was chosen to use after measuring the desired depth). However, the surgery was completed without exchanging the reported blade to other blade by the surgeon's decision. The reason was that distance between the tip of the helical blade and subchondral bone were considered as having sufficient space to avoid troubled insertion when the surgeon measured the insertion depth. No surgical delay reported. The surgeon thought he completely locked the nut to the aiming arm, however, it may have mechanically incomplete it. This complaint involves 1 part. Concomitant device: 1x 03.037.016 / lot unk (buttress/compression nut). This report is 1 of 1 for (B)(4).